Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the high impedances was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt seeing "settings not available" in group c on their controller. Pt said that this message appeared a few days ago and ever since then their pain has drastically came back. Pss had pt try to increase and decrease their settings in group c and pt said that the "settings not available" message appeared. Pt was able to increase and decrease in group a and b. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.  On 2021-09-09 a manufacturer representative (rep) called and was currently with a patient who was getting good coverage until recently. Patient is unable to increase stimulation w/o getting an oor message. Caller indicated patient programmed dtm and is 4.0 and 3.0 ma on programs. Performing an impedance test, caller reported 0 <(>&<)> 3,4 <(>&<)>5 are >40,000 ohms. Electrode 3 all combinations are >40,000 ohms. We discussed removing all elevated impedances to allow patient to increase ma. Patient reported no falls or trauma. Caller will perform re-programming. Also discussed sending session report, which rep may do via outlook. On 2021-sept-23 e1 (rep): additional information was received from the manufacturer representative (rep) reporting that only one of the patient¿s leads had the impedance issues. The rep programmed perfectly fine on the other lead. They however were still working with the patient to determine programming efficacy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the rep was able to program around the patient¿s impedance issue so that they were getting better relief now.